Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2019. Patient has therapy post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was inoperable due to the patient not charging. As a result, surgical intervention may take place at a later date.